Manufacturer narrative:
Complaint was confirmed. Visual evaluation confirms the tip of the returned device is burned black. Device functioning with saline water was not performed due to the condition of the returned device (burn marks). Inner hub was able to rotate manually. The cause of this event is undetermined; however, a most likely cause is the device was used without proper irrigation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the ar-7300sr, shaver turned a glowing white light at the end like it was burning and then was burned black afterwards. No additional information provided. Additional information requested. Additional information provided 6/15/2021: the procedure being performed was a was a wrist arthroscopic procedure. The device was in the patient when this issue occurred. The patient was not harmed due to this issue. The case was completed by using a new ar-7300sr.